Manufacturer narrative:
Model number/catalog number: sc-8336-50, serial number: (B)(4), batch/lot number : (B)(4), model/catalog description: coveredge 32 surgical lead kit 50 cm. The explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the ipg and lead revealed that no anomalies or deviations potentially relate to the event occurred during the manufacturing.

Event description:
A report was received that the patient was hospitalized due to (B)(6) in the ipg incision site. The patient underwent a revision procedure wherein the midline incision was re-opened and cultures were taken. Preliminary cultures came back negative and the physician decided to cut the lead to remove the ipg. The patient was doing well postoperatively.